Event description:
It was later reported that the location of the infection was the device pocket. The culture taken from the device pocket was (B)(6). This patient also experienced fever, redness, and swelling related to the infection and was administered oral and intravenous antibiotics. The infection resolved and the patient experienced no drug withdrawal. The patient admitted to methamphetamine use after the pump was removed. This device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient had pus coming out of the pump pocket. A culture was taken from the device pocket. The pump and catheter were explanted due to infection. The device system was delivering morphine. It was noted that the patient confessed to the physician post-op that she was a methamphetamine addict; the addiction started this past summer. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).